Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked from a hole in the patient line. The patient was connected at the time of the leak. This occurred during initial drain of peritoneal dialysis therapy. The patient set up with all new supplies to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.